Manufacturer narrative:
Additional concomitant medical products: lot# 6138651 also affected. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: based on the investigation, the most likely root cause has been identified for tubing leakage, and CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions

Event description:
It was reported that the bd vacutainer® winged safety pbbcs with 12 in. Tubing leaked during use. No serious injury or medical intervention.